Manufacturer narrative:
Recall number: z-0239-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months post implant, the implantable pulse generator (ipg) exhibited a grey bar and for longevity estimate. The shorter longevity estimate was attributed to a programmer software estimator error. The ipg and programmer remain in use. No patient complications have been reported as a result of this event.